Event description:
It was reported that the health care professional (hcp) had to move the leads because they ¿fell down¿ after implant. It was noted that the hcp had to put them back two times. New leads were placed. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead. (B)(4).